Event description:
It was reported that on (B)(6) 2024, a 23mm epic valve was selected for implant. During the procedure, it was noted that when the valve was implanted that the leaflets didn't coapt properly. The device was removed and replaced with a non-abbott valve, while still on bypass, to resolve the event. The physician said that the profile of the valve does not match the sizer. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. There were no adverse consequences due to the performance of the device. The patient is stable.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete coaptation and nonstandard device was reported. The valve was returned to abbott for analysis. All three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. Functional testing at the time of manufacturing and upon return to abbott indicated that the valve functioned normally. During this test, which ensures proper cuspal coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 1.9%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 23mm epic valve was selected for implant. During the procedure, it was noted that when the valve was implanted that the leaflets didn't coapt properly. The device was removed and replaced with a non-abbott valve, while still on bypass, to resolve the event. The physician said that the profile of the valve does not match the sizer. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. There were no adverse consequences due to the performance of the device. The patient is stable.